Manufacturer narrative:
Device passed the displacement test, rewind, basic occlusion test, self test and a21 error test. The stop (idle) current and run current measurement tests are within specification. Device also passed off no power alarm test and the delivery accuracy test. No under delivery anomaly or over delivery anomaly noted. The no delivery alarm functions properly during the basic occlusion test. However, unable to verify the no delivery alarm during the occlusion test due to prime anomaly. Unable to verify absence of occlusion alarm during testing due to prime anomaly. Device was unable to prime during prime/a33 test due to faulty force sensor resistor. Unable to perform the occlusion test and excessive no delivery test due to prime anomaly. Device uploaded properly using carelink. No cosmetic damage noted. The test p-cap and reservoir does lock in place in the reservoir compartment. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However; the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had possible under delivery. Customer had high blood glucose level of 400 mg/dl. Customer alleges under delivery due to high value of blood glucose and insulin pump never provided with any error message. The insulin pump will be returned for analysis.